Manufacturer narrative:
Hill-rom will submit a supplemental report when information requested has been received and actual device has been evaluated.

Event description:
It was reported to hill-rom that while transferring a patient from chair to bed the slingbar bolt allegedly broke and the patient fell down on the floor.